Manufacturer narrative:
The modified swivel adaptor (a1115) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation of the returned unit shows a missing retaining pin to hold the swivel sleeve on. The unit had excessive wear on the swivel teeth, the torque knob had damaged threads and the washers and retaining rings are worn. By the completion of service, the swivel sleeve, retaining pin, washers retaining rings and label, will be replaced along with general maintenance and cleaning. Root cause - the complaint is confirmed via inspection of the unit. The probable root cause is routine wear and improper/rough handling of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the modified swivel adaptor (a1115) came apart when the patient was, being positioned for a craniotomy procedure. There was a brief delay until another positioner was found and replaced. There was no patient injury.